Event description:
It was reported that during a ptca / stenting treatment procedure, the maverick2 monorail 12/4.0 mm balloon failed the deflate after the first inflation to 14 atms. The pt experienced significant chest pain during this event and was treated with cyclomorph 10 mg. The lesion being treated was a very tight, very calcified lesion in the proximal left anterior descending coronary artery. The physician used a 6f cordis introducer sehath for vascular access, a choice pt floppy guidewire and a mach1 jl4 guide catheter to cross the lesion. The physician treated a lesion on the 1st diagonal branch with ptca and a cypher 2.5/23 mm stent, then proceeded to direct-stent the lesion in the proximal left anterior descending coronary artery. The maverick2 monorail balloon was being used to post-dilate a cypher 3.5/18 mm stent, but remained inflated at 14 atms for 4-5 minutes. A .035 guide wire was used in an attempt to puncture the balloon. Instead, the .035 guide wire passed under the maverick2 balloon so was used to move the balloon into the thoracic aorta. The maverick2 monorail balloon was then inflated to 22 atms before it ruptured at its proximal end. The intact balloon was removed from the pt. The procedure was successfully completed with excellent angiographic results. No pt injuries were reported. Pt status is reported as 'healthy'.